Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer¿s blood glucose level was unknown. Troubleshooting for the reservoir leak was performed. Customer believed there entire batch of reservoirs were defections. Customer noticed the reservoir leaked with their loaner insulin pump and had three different reservoirs leak. Customer advised that the location of the leak was past both o-rings. Customer was advised to discontinue use of the reservoirs. Customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
We evaluated one open and used reservoir. Checked o-rings and stopper groove for anomalies none were found. Ran basal bolus leaking test. Reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into pump. It was noted that the reservoirs had not leaks.